Event description:
It was reported that a patient's multifocal intraocular lens (iol) was removed and replaced without complication 2 months after the initial implant. The cause was the patient's report of halos and rings. A new lens was implanted without further issues.

Manufacturer narrative:
(B)(4). The intraocular lens was received cut in 2 pieces across the optic, precluding optical testing. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Halos, rings and glare are a known and labeled possible side effect of all multifocal lens implants. Our investigation identified no product deficiency, suggesting that this event was not caused by a defective iol.